Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. There was no harm or injury reported. The ventilator was evaluated by the field service technician and the customer's complaint was confirmed. The device's display and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the date of the report as (B)(6) 2020 in b4. The correct date is (B)(6) 2022.